Manufacturer narrative:
Lot 7302526: (B)(4). Lot 7573664: (B)(4). Additional devices implanted and/or related to this event: tgt3420/7573664. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 70mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 70mm, (B)(6) 2011, 70mm, (B)(6) 2012, 70mm, (B)(6) 2013, 70mm, (B)(6) 2014, 76mm. There is aneurysm enlargement of 6mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.